Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the display button of the system controller was non-functional. The issue was reproduced during a follow-up visit on (B)(6) 2024. Self-test was able to be performed. However, when pressing only the display button, the display remained dark and did not show any pump parameters. The controller was replaced with a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller display button being non-functional was confirmed during evaluation of the returned product. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis in an unremarkable condition. The system controller was functionally tested on a mock circulatory loop and it was observed that the display button was only intermittently functional. Additionally, the silence alarm button was found to be non-functional during testing. The controller operated the pump at the set speed without issue during testing. The system controller was disassembled for further evaluation. No physical anomalies were observed. The user interface (ui) panel was replaced, and the button issues resolved. Circuit analysis performed on the returned ui printed circuit board (pcb) did not indicate any component issues. In addition to the display and alarm silence buttons working intermittently, one of the pumps running leds and two of the battery gauge leds were observed to turn off with manipulation of the user interface. Further evaluation revealed an intermittent connection issue between the ui ribbon cable and the connector on the ui pcb; this would result in the reported event, the observed silence alarm button issue, and the observed leds turning off. A review of the downloaded system controller event log file showed data from the reported event date ((B)(6) 2024 per timestamp). No atypical alarms were active. At 13:40:21 on (B)(6) 2024 the driveline was disconnected, and the system controller was powered down. There were no other notable events or alarm conditions active. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event was determined to be an intermittent connection between the ui ribbon cable and the connector on the ui pcb; however, the root cause of the intermittent connection could not be conclusively determined through analysis. The device history records were reviewed for the system controller (serial number:(B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains the system controller user, including all sounds, lights, symbols, and on-screen messages. These sections also explain how to perform a system controller self test to verify function of the user interface and informs the user that the self test should be performed at least once a day. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the heartmate 3 system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.